Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative type 3a endoleak event/incident as being confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The contributing factors for an intraoperative type 3a endoleak are likely the off label infrarenal angle of 67.5° (IFU states less than 60°). The final patient status was reported as being under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g4 awareness date h6 device codes (as evaluated); remove 3190 h6 evaluation result codes; remove 3233 h6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft and a vela suprarenal stent graft extension. During the procedure a type 3a endoleak was identified. The physician elected to implant a non-endologix (palmaz) stent, but the endoleak remained unresolved. The physician is monitoring the patient and will perform a follow up computed tomography (CT) scan to see if the endoleak is still present. The patient is reportedly stable.